Manufacturer narrative:
This report is submitted on august 16, 2021.

Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) for vertigo and tinnitus after experiencing a deep humming sound.